Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a battery out limit alarm. Customer reported that battery was out greater than duration allowed by insulin pump. Customer's blood glucose was 400 mg/dl, and was treated with insulin pen. Customer was advised to monitor insulin pump.